Event description:
It was reported that during an unknown procedure, the pt2 guidewire tip separated. The lesion being treated was located in the heavily calcified proximal left anterior descending artery (lad). The physician was using 3 wires and they became "trapped". The end of the pt2 guidewire separated and became "stuck". The end of the wire was successfully stented against the vessel wall, and the procedure was completed. No patient complications were reported, and patient status was reported as 'fine'.